Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensed noisy signals. Intermittent noise was observed on the right atrial (ra) channel during stored atrial tachy response (atr) and signal artifact monitor (sam) episodes. Technical services (ts) reviewed the device data and determined the signals were consistent with electromagnetic interference (emi) and inquired about this patient activities at the time. The field representative noted that the patient had a cell phone placed on his chest while napping, which potentially caused the emi. All lead measurements and diagnostics were stable and within normal limits. No adverse patient effects were reported. This crt-d remains in service.